Event description:
It is reported that the pt was revised for disassociation of neck module from stem. Ball dislocated from cup. The pt experienced a significant fall immediately post-op.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the returned neck exhibits heavy damage at distal tip. The ceramic head remains attached to the neck and also exhibits heavy damage (scratching, burnishing). No other info regarding the stem or acetabular components were provided. Surgical notes were not available. No x-rays were returned from this surgery. Disassociation of the kinectiv neck with the stem can occur for a variety of reasons, some of which are listed here: taper dimensional issue leading to reduced fit; joint cleanliness, debris or moisture; impaction force too low; fretting / micro motion leading to disassociation; joint muscle laxation; pt activity / trauma such as a fall. From the info provided, it is assessed that the most likely cause for disassociation is a fall that occurred to the pt within hrs of the reconstruction surgery. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.